Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume intermate leaked. It was further reported the "membrane inside the diffuser was empty" but the solution was at the "bottom of the diffusor". The issue was identified after use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was done which observed several drops of fluid inside the housing. Further inspection was done which revealed the cause of fluid inside the housing was due to a ruptured bladder. The bladder was ruptured in a footing position which suggested the rupture occurred when the infusion was completed; the ruptured bladder did not occur during the infusion. The ruptured bladder was examined for the following signs of abnormality: (1) external and internal surfaces of the bladder and the rupture line for evidence of markings, abrasions, gouges, holes, or embedded particulate matter, (2) any surface defects on the stressmember. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.